Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The device was removed from service and sent to medical engineering for testing, the malfunction was attributed to a damaged multi-function cable; which was shredded and splayed.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.